Manufacturer narrative:
(B)(4). Total number of events summarized - 7280.ams apogee pc with intexen lp -1.ams bio arc pre-connected collagen dermal - 134.ams bio arc sling system - 129.ams intepro y-mesh - 2.ams intexen-porcine dermis - 1.ams miniarc sling system - 4.ams monarc c-sling system - 75.ams monarc sling system - 4137.ams monarc+ subfascial hammock - 288.ams perigee sling system - 1.ams perigee system - 3.ams perigee system with intepro - 1.ams sparc sling system - 2021.infast sling - 1.unknown graft mesh - 1.unknown sling system - 481. (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced unspecified injury. The mesh remains implanted. No further patient complications have been reported in relation to this event.